Manufacturer narrative:
A steris service technician inspected the system 1 processor and found the unit to be operating properly. The aspirator probe and system 1 tray were also inspected and found to be operating properly. The system 1 unit was placed back into service. It appears the cause of the residual sterilant was the aspirator probe being pinched preventing all the sterilant from properly dispensing to the processor tray. The operator manual states (5-5), "ensure tubing is not kinked". Scopes involved in the reported event were successfully reprocessed prior to use in patient procedures. A steris account manger offered a refresher in-service training on the proper use and operation of the system 1 processor however the user facility declined.

Event description:
The user facility reported that after a completed cycle a hospital employee received a blister to her right forearm while removing a container of steris 20 sterilant concentrate due to residual sterilant remaining in the container. The employee was wearing goggles, gloves and a cloth gown. She rinsed her arm with cold water and applied polysporin. The employee missed no time from work.